Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had time clock anomaly. Customer stated the insulin pump was changing time on its own and it was off by 1 hour. Customer's blood glucose at that time was 180 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. It was also reported that he patient was hospitalized last (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose was 470 mg/dl was treated with fluids in the hospital. The customer was wearing the insulin pump at the time of hospitalization. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.